Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy on two separate occasions that were related to the same alleged pump issue. On both (B)(6) 2016, the patient¿s blood glucose was reported to measure ¿in the 300¿s¿ (mg/dl) with an unspecified measure of urinary ketones and nausea. The reporter indicated the patient did receive treatment above and beyond the usual routine of diabetes care and management and was provided by non-health care provider; the reporter stated the patient received insulin via injection. The patient reportedly discontinued insulin pump therapy. The reporter stated the patient¿s hyperglycemic events were being attributed to multiple pump alarms affecting insulin flow to the patient; the patient discontinued insulin pump therapy and began on insulin injections via syringe. Animas customer technical support performed troubleshooting with the reporter on the subject pump; no low battery alarms appeared in the alarm history, the alarm had not occurred three times in the last 30 days, the battery was not being changed before the pump gave a low battery alarm based on the battery icon on the home screen. The alarm history did show replace battery code beginning with 128-fxxx. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 24-oct-2019. Device evaluation: the device has been returned and evaluated by product analysis on 30-sep-2019 with the following findings:.during investigation, investigation was unable to duplicate battery alarms or high current draw. The black box verified low battery warnings due to the user not confirming warnings and installing discharged batteries. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.